Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed. Serious injury alleged. Malfunction alleged. Customer states the chair will not move and also customer injured his foot. Follow up call: the consumer alleges that two months ago, he was in the chair, foot on the footrest. He attempted to go forward, but the chair did not move at first, then it shot forward. It hit a flat, inside wall, putting a hole in it and injuring the bottom of his large toe on the right foot. His daughter took him to the va hospital and he was kept overnight. He has had subsequent doctor visits. MDR filed.

Event description:
(B)(4). Serious injury alleged. Malfunction alleged. Follow up call: the consumer alleges that two months ago, he was in the chair. He attempted to go forward, but the chair did not move at first, then it shot forward. It hit a flat, inside wall, putting a hole in it and injuring the bottom of his large toe on the right foot. His daughter took him to the va hospital and he was kept overnight. MDR filed.